Event description:
On (B)(4) 2012, customer reported that the sample probe on the immage instrument has drops of liquid that form on it when it sits idle. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the sample probe. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).